Event description:
On (B)(6) 2023, hcp reported a patient that had molded pdo threads implanted on (B)(6) 2022 and one thread migrated to the lower jowl area. Hcp injected lido/epi and used an 18g needle to extract the thread on (B)(6) 2022. An antibiotic ointment was prescribed. (B)(6) 2023, hcp reported the patient had another thread that migrated down to underneath the chin area. The thread was not causing any irritation or discomfort, therefore, hcp decided not to remove it. (B)(6) 2023, hcp confirmed that the patient was doing completely fine.